Manufacturer narrative:
The returned device was evaluated and download data of the device showed that the device emitted an 0x14 alarm during operation with 1861 total pulses delivered. Additionally, upon inspection, the soft cannula was discovered to have a kink in its exposed portion. Lastly, the tube nut was discovered to be misaligned, showing a small amount of interference with the reservoir on the back side of the device. The tube nut had scratches on its side. No other problems found. The exact source of the occlusion alarm and kinked cannula could not be determined.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rose to over 250 mg/dl.